Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that when the rn spoke with the customer, the customer stated that the doctor believes that his wife is getting frequent uti's due to the pw. Rn probed to find out more information, and he states that he was changing out the wicks every 24 hours. Rn educated him on the recommendation and frequency of changing out the wicks, every 8 hours and when visibly soiled such as feces or urine to prevent the risk of uti's. He states that he thought it was supposed to be changed every 24 hours. Rn explained the difference in timing between the female and male wick. Rn advised discontinuing use and to consult with the doctor for more guidance. Rn also advised informing the doctor that the wicks were changed out every 24 hours and to get further guidance. Rn also provided the medical information line number and offered to transfer the call, but he states that he will call on his own. Rn branded and offered survey. F/u scheduled. No additional information provided. It's unclear if troubleshooting was provided, (prepping and placement tips shared) it was unknown what medical intervention was provided for urinary tract infection.